Event description:
This is the second of two reports (same reporter, same product ID, same issue, different serial number). Linked to mfg. Report number:3004608878-2016-00108. Metal powder generated when applying pressure. The issue was found during the inspection for incoming goods by the distributor. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 6/16/2016. The investigation included: methods: -evaluation of actual device, -review of device history records. Results: evaluation of device: the unit was subjected to the pressure test as and it did generate metal powder. Device history record reviewed for this product ID (a1059) lot code/work order: (B)(4) manufactured on 12/03/15 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. The metal shavings issue reported on the returned devices was able to be confirmed by quality and engineering. However, this issue has not been observed or been able to be replicated on other devices from other distributors/customers. The current belief is that the issue is related to (B)(4) testing methodology. At this time, the issue has been isolated to primarily a single customer, and no product containment has been issued. CAPA has been opened to investigate this failure. The skull clamps ratchet extension as a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instruction requires the operator to use a ¾ - 16 thread gage to verify fit. All of the products in question were subjected to these quality controls during manufacture. These will be monitored for trending.